Event description:
In 2001, patient underwent implantation of staar model cc-4204bf intraocular lens in right eye. The only information received is: lens was inserted. Posterior capsule tore, lens removed, no patient injury. Surgeon feels that giving information is an inconvenience, and does not permit this staff to do so. MDR is filed because of the capsule tear and lack of information.